Event description:
It was reported that the speed exceeded the set rotation speed. A 1.50 mm rotapro was selected for use. During the procedure, while inside the patient, the rotational speed reached 185,000 rpm, exceeding the set speed of 180,000 rpm. After ablation was performed several times, the device stalled and did not rotate. The pressure was noted to be normal and the cables were connected normally. After pressing the "on" button several times, the pressure still was not displayed. The device was replaced with an additional device and the procedure was completed. No patient complications were reported.